Event description:
An altitude alarm was reported by the customer, which did not adversely impact the customer¿s blood glucose level. Insulin delivery was resumed using the original cartridge, and no cartridge replacement was needed. Technical support provided guidance on preventing future altitude alarms, which the customer understood and acknowledged.